Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump powered up properly after battery installation and no display anomalies including unexpected dots at display were noted. The insulin pump was received with operating currents within specification and passed unexpected restart error test, self test and displacement test. However, unit alarmed motor error during basic occlusion test and compromised force sensor system alarm during prime test due to loose / flush drive support disk. Unable to perform occlusion test, delivery accuracy test or excessive no delivery test due to loose drive support disk anomaly. The insulin pump was received with partially broken off piece at the reservoir tube lip, however, the p-cap / reservoir locked properly. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm and partial display. Customer stated that there were dots on the screen and could not use the device. Blood glucose level at the time of the incident was 300 mg/dl. Customer will be going to the emergency room. The customer was advised that the insulin pump was replaced/returned for analysis.